Event description:
Boston scientific (bsc) crm received information that three days post implant of this dextrus lead, it had dislodged from the atrium. The lead was successfully repositioned. However, the lead was discovered to be dislodged again. Therefore, the physician elected to explant the lead and implant a new lead. This second revision procedure was completed without complication.